Event description:
There was a report of frequent occlusion alerts occurring during bolus doses with small quantities when the pump was used, even after changing insulin, cartridges, infusion sets, and needles multiple times throughout the day. No specific blood glucose level information was available, but there was no indication of an adverse impact on the customer¿s blood glucose level. The customer declined to provide information on their backup therapy; however, they decided not to continue using the pump, prompting technical support to replace it. The customer was informed of the replacement and instructed on how to return the problematic pump using a pre-paid label.